Event description:
It was reported that pump touchscreen was cracked and shattered, and customer was unable to safely lift screen protector to confirm damage because screen was illegible and unresponsive, preventing interaction with pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping address, instructed customer to place damaged pump in storage mode and return it using prepaid label within 10 days, and advised that customer would need to reprogram pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.